Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been admitted to the hospital. At the time of the report, customer's blood glucose was 103 mg/dl. Customer declined to provide further information regarding the event. Customer required no further assistance.